Event description:
The embolization coil was able to be deployed, however, md was unable to pull the wire back post deployment. Manufacturer response for embolization coil, ruby coil soft 4mm x 6mm (per site reporter). Unknown response.